Event description:
It was reported that during a parathyroid procedure, the device was unable to transect small vessels and the active blade was cutting into the tissue pad. There were some small pieces that fell into the working area, but were retrieved. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 5/27/2009. Evaluation summary - the analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. The cutting of test media performed as expected. The tissue pad was examined and normal wear was visually seen. Flaking of the tissue pad may be caused due to activation of the device while clamping without tissue being present in the entire jaw area. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument.